Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with increased anterior chamber cells & fibrin, but the patient never noticed a problem. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon's opinion, the most likely cause of the event is related to storage media. Patient outcome is good. The following medications were prescribed for use at home post-operatively: zymaxid 1 gtt every hour 2 weeks, predforte 1 gtt every hour 6 weeks, avelox 400g qd 1 week.